Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was distal damage. Engineering found scratch marks on the distal pulley surface. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the customer noted broken cables were sticking out on the large suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.